Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), explanted: product type programmer, patient. Product ID:: 8780 , serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (5mg/ml at 0.8mg/day) via an implantable pump. It was noted that it was a low dose of morphine as the patient "doesn't handle it well". The indication for use was spinal pain/chronic low back pain. On (B)(6) 2015 it was reported that the patient had two MRI's done on (B)(6) 2015 and a tiny granuloma was noted at the catheter tip. On (B)(6) 2015, the pump was filled with saline and they were told that it would have to be this way for 6 weeks. On (B)(6) 2015, the patient went to the ER (emergency room) because she had high blood pressure, shaking/jerking legs, and she felt like she was "going crazy". The patient's daughter believed that it could be some form of withdrawal. The patient was given oral hydrocodone which helped with the pain, but not her leg issues. The patient had an appointment on the date of this report at the doctor's office. They were told that there was nothing they could do, but they would see her in the office today. The patient's daughter was looking for a second opinion. Additional information was received on 08/10/2015 and it was reported that the cause of the granuloma was unknown and it had not yet resolved. They would repeat the MRI after 30-60 days of saline infusion to verify the presence or absence of a granuloma. It was determined that the patient did not resume the oral narcotics as prescribed after the saline was put in the pump. After the ER visit, the patient had an office visit and they re-educated her on the use of the oral meds to stop or decrease the withdrawal. The symptoms resolved after the patient was re-educated on the use of the oral narcotics and no additional complaints or further symptoms were noted.